Manufacturer narrative:
Weight not provided so estimate used. DHR review could not be conducted because correct lot number not provided. Trend analysis conducted for reports of skin irritation/fungal infections and no trends found. No report of device malfunction. The root cause of the end user's fungal infection is not known. It is not known if the hollister barrier ring caused or contributed to the end user's reported fungal infection.

Event description:
It was reported that an end user has been using this product since august 2020. Recently he has developed skin irritation under the ostomy barrier ring within an hour of putting it on. The doctor diagnosed him with a yeast infection and prescribed him an anti-fungal powder. The skin has been getting better since using the powder.